Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a precharge voltage error message and that the system required a restart. Now, the system would not come up and an alternate system was required to finish the case. There is no report of pt injury.